Manufacturer narrative:
Product analysis: product analysis: analysis of the external pulse generator (epg) was unable to confirm the customer comment of a failed atrial and ventricular sensitivity test. Analysis also noted that the hanger assembly was broken, upper case was broken, keypad was delaminated. Two output connector nuts were contaminated, one encoder nut was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed the test for atrial and ventricular sensitivity. The epg has been returned to service. There was no patient involvement.